Manufacturer narrative:
(B)(4).the customer reported condition was for a product that baxter does not have reporting responsibility. The initial MDR was submitted in error.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a blood component administration set where, while preparing for a platelet transfusion before patient use, a 1cm cut/slice was noticed on the line approximately 5cm below the reservoir . No patient injury has been reported. No additional information is available.